Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1. Intraoperatively, the bone cement was injected under lateral x-ray. During the second jection of 1.5cc bone cement, the bone cement extravasated. The extravasation was followed on ap x-ray to level t10. There was no sequelae and no injury. The procedure was completed successfully. Patient status was good. Reportedly, patient was discharged to skilled nursing unit (snu) and had right upper quadrant (ruq) pain. CT scan was performed and showed cement in inferior vena cava (ivc). No further information was reported.

Manufacturer narrative:
Eval method: follow up with company representative.